Event description:
It was reported that the device exhibited a double beep with cassette. There was no patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation. Visual inspection found both tamper seals are intact, and the downstream occlusion seal does not appear to be damaged. The device's event history log was reviewed for evidence of the reported event, "high pressure" alarm found in history. To conduct functional testing, the device was powered up and visually inspected. Functional test revealed that it is unable to duplicate the error; no fault was found. The pump was giving the normal cassette removed alarm without the test cassette installed and is quiet with the cassette installed. The downstream occlusion sensor appears to be undamaged and there is no evidence of fluid ingression. The downstream occlusion seal was replaced as a preventative measure. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.

Manufacturer narrative:
Additional information received via email from customer on (B)(6) 2022 and attached in complaint: the issue occurred prior to use. Date of event updated in complaint to (B)(6) 2022. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available